Event description:
It was reported that this right ventricular (rv) lead presented a loss of capture and a decrease in its impedance measurements, so it was examined by x-ray imaging with it found to have lost slack, which caused a suspected microdislodgement. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.